Event description:
It was reported that the lyric4 device has been removed from the patient's ear on the 66th day of wear. Hcp noted that the reason for removal was discomfort. Upon removal hcp has remarked that the patient has experienced sudden hearing loss which may be related to the advanced age of the patient. The manufacturer has so far not managed to rule out the contributing role of the device in the reported incident. The current location of the device in unknown. This is the initial report. The follow up is ongoing. Supplemental reports will be submitted upon obtaining additional information.

Manufacturer narrative:
The current location of the device is unknown.

Manufacturer narrative:
No remedial actions were reported. It was confirmed that the patient did not visit an ent doctor. The device was not returned for analysis. It has been confirmed in the follow up that the hcp does not contribute patient's hearing loss to the use of the device. Therefore, the manufacturer rules out that the reported incident was caused by the device. This is the final report.